Event description:
It was reported that the patient received an alert because of high impedance. It was also reported that the lead had varying impedance and impedance that had been spiking for some time. It was also reported that the lead may have been fractured. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was tissue present on helix, and there was apparent explant damage. (B)(4) performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for hvb-hva lead z=162 ohms on (B)(4)-2011 03:00:04. Daily hv lead impedance log data shows vaying impedance and a spike increase for max varying= 104 to 162 ohms peak between (B)(4)-2011.